Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was stopper pop off. The following information was provided by the initial reporter. The customer stated: when performing open collections with tubes of serum gel and transporting the tubes, during transport they arrive spilled. Rows 7 & 8: stopper pop off in both batches, and date of event on (B)(6)2022.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2090432, medical device expiration date: 2023-03-31, device manufacture date: 2022-05-12, medical device lot #: 2181405, medical device expiration date: 2023-06-30, device manufacture date: 2022-07-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but eight (8) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off or breakage with the incident lot was not observed. Additionally, two hundred (200) retention samples from each lot were evaluated by visual examination and no issues were observed relating to stopper pop off or breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was stopper pop off. The following information was provided by the initial reporter. The customer stated: when performing open collections with tubes of serum gel and transporting the tubes, during transport they arrive spilled. Rows 7 & 8: stopper pop off in both batches, and date of event (B)(6) 2022.